Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2018-02374 and 2134265-2018-02376. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. During procedure, it was noted that automatic pullback was unable to performed. However, manual pullback was able to be performed. No patient complications were reported.

Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed that the unit meets specifications. No other issues or defects were observed during product analysis of the returned device. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02374 and 2134265-2018-02376. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. During procedure, it was noted that automatic pullback was unable to performed. However, manual pullback was able to be performed. No patient complications were reported.